Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the knife trigger on one side had detached. The piece was not returned. Functional testing found that the device testing was done with a pa lab clamp. There were no issues with assembly. It was reported that the device was difficult or impossible to close. And the knife blade was exposed. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of detached/missing knife trigger that has no relationship to the reported condition. The most likely cause was traced to component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the unit was unable to mount/clip the electrode to seal the open divider on the ligasure clamp; the blade was more out than usual. The device was connected to the generator, and the procedure was completed with the use of another ligasure. There was no patient involvement.